Manufacturer narrative:
The complaint device is not being returned, it was implanted, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformance were identified for this part-lot number combination per qlik query executed (B)(6) 2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a mpfl procedure for knee surgery, the first 5x30mm milagro screw was being inserted and the tip of the implant broke off in the patient. The case was completed with another like-screw. Fragments were generated, but the tip of the implant remained in the patient. Patient's bone quality was reported as decent. Same bone hole was used to complete the procedure. There was a three minute delay to open the new implant and no patient consequence was reported. This is report 1 of 1 for (B)(4).